Event description:
02 defective devices [drug delivery system malfunction] no adverse event [no adverse event]. Case narrative: this initial regulatory report concerns of drug delivery system malfunction and no adverse event in a male patient (age and race was not reported) from the united states. The patient's age at the time of experience was not reported. On 17-jan-2025, amneal pharmaceuticals received information from a patient via an email from regulatory authority us food and drug administration, with reference number (aer: 24721348) concerning above mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was using twinject 0.3 mg (epinephrine injection, auto-injector) (batch/lot: g240808x and expiration date: 31-jan-2026, ndc: 0115-1694-30) (route, and therapy dates were not reported) for severe allergic reactions. Current condition included severe allergic reactions. Co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, patient was using epinephrine injections for severe allergic reaction and was advise to inject 01 pen into thigh muscle and advised to repeat injections in 05-15 minutes if symptoms continue but the patient has 2 defective epinephrine devices that did not work. Specifics of defect not provided, patient did not miss a dose, unknown if devices were on hand for return and no adverse events were reported. Last action taken with twinject in relation to drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug delivery system malfunction and no adverse event was unknown. The reporter did not provide the causality of drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 03-feb-2025. New information received includes qa investigation report, attached with this case. On 17 jan 2025, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g240808x, ¿2 defective epinephrine devices that do not work¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. A reserve sample was pulled for evaluation. The sheath was removed by the sheath remover from the sample, after firing the sample into a vial, the needle is straight, the needle length is within the 0.4" to 0.6" range, and the device delivered the correct dose as intended. The root cause of the complaint sample failures could not be determined, and no corrective actions were deemed necessary. There has been no other complaint reported for lot g240808x for the past 24 months. There have been thirty-eight (38) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 38 similar complaints were attributed to the manufacturing process. Note complaints are assigned to the sub-type of defective injector when details surrounding the event lack details to determine a more specific complaint sub-type. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g240808x for the complaint category - ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. A retain review was performed and the product conformed. The complaint sample was not returned, as such the complaint could not be confirmed. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with twinject in relation to drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug delivery system malfunction and no adverse event was unknown. The reporter did not provide the causality of drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. Upon internal qc review a data-correction was added to the case with day 0: 05-mar-2025, correction was made to update report type (regulatory to spontaneous), reporter and patient details were updated.

Event description:
02 defective devices [drug delivery system malfunction] no adverse event [no adverse event] case narrative: this initial regulatory report concerns of drug delivery system malfunction and no adverse event in a male patient (age and race was not reported) from the united states. The patient's age at the time of experience was not reported. On 17-jan-2025, amneal pharmaceuticals received information from a patient via an email from regulatory authority us food and drug administration, with reference number (aer:(B)(4) concerning above mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was using twinject 0.3 mg (epinephrine injection, auto-injector) (batch/lot: g240808x and expiration date: 31-jan-2026, ndc: 0115-1694-30) (route, and therapy dates were not reported) for severe allergic reactions. Current condition included severe allergic reactions. Co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, patient was using epinephrine injections for severe allergic reaction and was advise to inject 01 pen into thigh muscle and advised to repeat injections in 05-15 minutes if symptoms continue but the patient has 2 defective epinephrine devices that did not work. Specifics of defect not provided, patient did not miss a dose, unknown if devices were on hand for return and no adverse events were reported. Last action taken with twinject in relation to drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug delivery system malfunction and no adverse event was unknown. The reporter did not provide the causality of drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited.

Event description:
02 defective devices [drug delivery system malfunction] no adverse event [no adverse event]. Case narrative: this initial regulatory report concerns of drug delivery system malfunction and no adverse event in a male patient (age and race was not reported) from the united states. The patient's age at the time of experience was not reported. On 17-jan-2025, amneal pharmaceuticals received information from a patient via an email from regulatory authority us food and drug administration, with reference number (B)(4) concerning above mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was using twinject 0.3 mg (epinephrine injection, auto-injector) (batch/lot: g240808x and expiration date: 31-jan-2026, ndc: 0115-1694-30) (route, and therapy dates were not reported) for severe allergic reactions. Current condition included severe allergic reactions. Co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, patient was using epinephrine injections for severe allergic reaction and was advise to inject 01 pen into thigh muscle and advised to repeat injections in 05-15 minutes if symptoms continue but the patient has 2 defective epinephrine devices that did not work. Specifics of defect not provided, patient did not miss a dose, unknown if devices were on hand for return and no adverse events were reported. Last action taken with twinject in relation to drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug delivery system malfunction and no adverse event was unknown. The reporter did not provide the causality of drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 03-feb-2025. New information received includes qa investigation report, attached with this case. On 17 jan 2025, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g240808x, ¿2 defective epinephrine devices that do not work¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. A reserve sample was pulled for evaluation. The sheath was removed by the sheath remover from the sample, after firing the sample into a vial, the needle is straight, the needle length is within the 0.4" to 0.6" range, and the device delivered the correct dose as intended. The root cause of the complaint sample failures could not be determined, and no corrective actions were deemed necessary. There has been no other complaint reported for lot g240808x for the past 24 months. There have been thirty-eight (38) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 38 similar complaints were attributed to the manufacturing process. Note complaints are assigned to the sub-type of defective injector when details surrounding the event lack details to determine a more specific complaint sub-type. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g240808x for the complaint category - ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. A retain review was performed and the product conformed. The complaint sample was not returned, as such the complaint could not be confirmed. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with twinject in relation to drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug delivery system malfunction and no adverse event was unknown. The reporter did not provide the causality of drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.